Manufacturer narrative:
The event of infection - ndr is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of infection - ndr is considered an unexpected adverse drug experience.

Event description:
Health professional reported the non-serious, non-device-related events of "flu" and "exacerbation of asthma" and the serious, non-device-related event "sinus infection" after a patient was injected in the jawline with juvéderm volux¿ xc. Treatment is noted as bactrim 400-80mg, augmentin 875-125mg, methylprednisolone 4mg tablet, butosol inhaler (100mcg salbutamol, 50mcg beclomethasone dipropioate), and proair inhaler (albuterol sulfate 90mcg). Events have recovered/resolved.